Event description:
When the recipient was seen for aural rehabilitation on a (B)(6) 2023 the speech language pathologist noticed a small clear loop protruding through the concha. It was noted at this time that the patient is hearing well from her implant. Surgeon suspects that this loop may be the lead of the electrode array extruding in between post-auricular stitches.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode lead through the skin. This is a final report.

Event description:
When the recipient was seen for aural rehabilitation on (B)(6) 2023 the speech language pathologist noticed a small clear loop protruding through the concha. It was noted at this time that the patient is hearing well from her implant. Surgeon suspects that this loop may be the lead of the electrode array extruding in between post-auricular stitches. The user has a mastoid cavity from previous cholesteatoma surgeries. The electrode lead was well secured and silk suture tie-down. The user has been re-implanted.